Event description:
A patient was admitted for coronary angioplasty of the proximal lad. Upon coronary angiography, the left main was found to be normal, but the lad had a tight 70%-90% stenosis of type b1 at the ostium of the proximal left anterior descending (lad) and left circumflex artery. The circumflex was of normal size with slightly irregular calcification. The rca was normal. A des stent was placed in the proximal lad without pre-dilation. A kissing balloon technique was then used and positioned into the lad and the circumflex artery. It was reported that after stenting the stenosis, no visible dissection or thrombus was observed by angiography. Coronary flow was normal (timi 3) and no spasm was induced. Ivus was attempted and the ivus catheter crossed the stent without problem. The ivus system was not ready to be used as the system was set to the ffr mode rather than the ivus mode. Rather than wait for the system to transfer to ivus mode, the clinician removed the ivus catheter. No ivus imaging information was gathered. After withdrawal of the ivus catheter, a dissection was observed using angiography starting from the left main just until the lad and left circumflex, with thrombus throughout the bifurcation. To address the dissection, one des stent was placed in the proximal left main, one stent was placed in the proximal circumflex (no pre-dilation) and three des stents were placed in the distal, mid and proximal lad. After stent placement, angiography showed the proximal lad to be free of significant lesions and no trace of visible dissection or thrombus. Coronary flow returned to normal and the dissection resolved. Patient was placed on giib, iiia inhibitors. The patient was hospitalized for an additional three days for monitoring as a result of this event. Currently, the patient is reportedly doing fine with no chest pain and no elevation of blood enzymes.

Manufacturer narrative:
(B)(4). The complaint device was not yet returned to the manufacturer so, a device evaluation has not yet been performed. The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. The device met all quality and manufacturing acceptance criteria prior to release. If additional information becomes available at a later date, an updated report will be submitted.